Event description:
The patient reported experiencing a loss or change of therapy. It was stated 6 weeks ago they fell at home off a ladder onto their back. The patient wasn't sure if something happened during that fall. Their hip was checked because of the fall to make sure the replacement of the hip wasn't damaged; however they never had the implantable neurostimulator (ins) checked. They changed programs about 2 weeks ago and reported that it wasn't helping them. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient who indicated she had seen her physician twice since (B)(6) 2016. The manufacturer representative "changed the device" and added 4 new programs and stated the therapeutic effect was getting better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.